Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be confirmed /replicated. No components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No device/components have been received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure there was an alleged inaccuracy. The surgeon alleged inaccuracies for 2 of the 6 screws placed. The l3 screws were deemed inaccurate and needed to be re-positioned after one pass of navigation. The reference frame was checked for rigidity and found to be fine. No changes to frame or scan were performed, and l4 and l5 screws were placed accurately. There was a delay of approximately 40 minutes to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Software analysis was conducted and was unable to confirm the complaint. (B)(4). If information is provided in the future, a supplemental report will be issued.